Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3maxc) was stretched and fractured approximately 127.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the distal tip of the 3maxc was stretched and fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. The coil windings and extrusion at the location of the fractured segments were shifted, which suggests that force was applied while retracting the 3maxc out of the penumbra system 5max ace reperfusion catheter (5max ace). Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician advanced the 3maxc coaxially through a penumbra system 5max ace reperfusion catheter (5max ace), and then aspirated within the m2 segment using the 3maxc. The physician then removed the 3maxc after aspirating the thrombus and found that the distal tip of the 3maxc had broken off within the patient. The physician therefore used a snare device to remove the tip of the 3maxc from within the patient, removed the 5max ace, and then completed the procedure using a new microcatheter and a non-penumbra stent retriever. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the 3maxc was stretched and fractured approximately 127.0 cm from the hub. The 3maxc was kinked at approximately 0.6, 1.5, and 2.0 cm from the distal tip. Conclusions: evaluation of the returned device revealed that the distal tip of the 3maxc was stretched and fractured. If the device is forcefully retracted against resistance, damage such as this may occur. The coil windings and extrusion at the location of the fractured segments were shifted, which suggests that force was applied while retracting the 3maxc out of the 5max ace. It is possible the device became kinked or pinned while advancing around the sharp bend between the m1 and m2. If the device were to become kinked or pinned within patient anatomy at this point it may have contributed to the resistance that caused the 3maxc to fracture. Further evaluation revealed kinks near the distal tip of the device. This damage may have been where the 3maxc became stuck resulting in the device fracture. Evaluation of the returned 5max ace also revealed no visible damage to the device. A stainless steel mandrel was introduced through the hub of the 5max ace and advanced distally out the distal tip without an issue. Therefore, the 5max ace was functional. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.